Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced highly variable glucose readings while using the ilet with a dexcom g7 continuous glucose monitor (cgm), including hyperglycemia up to 327 mg/dl and hypoglycemia down to 45 mg/dl, in the context of behavioral factors such as fear of hypoglycemia, frequent announcements, overtreatment of lows, and occasional false meal announcements; a prior soft reset did not improve outcomes, and a full factory reset with re-pairing was performed with guidance. No adverse clinical symptoms associated with episodes of hyperglycemia and hypoglycemia reported. Outcomes included the need for troubleshooting and education, without hospitalization. Investigation included technical troubleshooting, device reset, and cgm re-pairing. Investigation of this case revealed no device malfunction, with user behavior and therapy management practices likely contributing to glycemic variability. It was concluded, based on previously established findings for similar reports, that the cause was use-related factors and therapy management practices rather than a device failure.